Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. No moisture damage noted on the electronic or motor assembly.

Event description:
Customer reported that the lcd screen on the insulin pump is cracked and stated that it seems like it still functions. Customer stated, he is only able to see a portion of the screen blood glucose value is 235 mg/dl. Customer stated that the device was accidentally dropped. Customer also reported that the that the infusion set is leaking insulin. He has had this issue in the past and states sometimes happens with different boxes of infusion sets. Nothing further reported.